Event description:
Reportable based on device analysis completed on 28may2024. It was reported that the guidewire tip was kinked and stretched. The patient underwent mesenteric angiogram for possible bleeding. A 200 cm x 10 cm fathom 14 guidewire was used together with a non-boston scientific (bsc) microcatheter during the procedure. However, angiography revealed that the tip looked kinked, and after removal, the tip looked stretched. The guidewire was removed fully intact through the microcatheter, and another 200 cm x 10 cm fathom -14 guidewire was used. However, the tip of the guidewire was also kinked and stretched. The procedure was completed with alternate wires. However, returned device analysis revealed a detached tip.

Manufacturer narrative:
B3 - date of event: used the first date of the month of bsc aware date as no information was available. Device evaluated by MFR: unit returned with its original pouch, and overall visual revision did not identify failures or evidence that could be lost due to decontamination process. The guidewire torquer device and guidewire were returned, and it was observed that the guidewire was bent and stretched at distal tip section. Moreover, it was detached at the tip section. Based on the evidence reported distal tip kinked and distal tip stretched can be confirmed.